Manufacturer narrative:
Insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay and faded serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer/o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that not possible to fix the reservoir anymore. The product was returned for analysis.